Event description:
Report received from abbott international affiliate (abbott-japan) which states, "safeset white cover separated from the sampling port during manipulation. Bleeding occurred, but the amount of bleeding was very small and there was no harm to the patient. The patient had used the product for 2 days with 5 times blood sampling by needles with syringes." Although requested, no additional information has been available.